Manufacturer narrative:
The lancing device was provided for investigation. The issue alleged by the customer could not be reproduced. The device was tested with test lancets (lot u21a8) at 11 different pricking depth settings. For each attempt, the lancet needle was correctly retracted, ejected, and produced a puncture hole. The lancing device could be primed and released without any problems and works in accordance with specifications. The cap could also be put on without any problems. The lancing device was disassembled and no abnormalities were observed. Upon review of complaint data, no increased cumulation of the alleged failure was identified for the affected production interval. Medwatch fields d4, d9, g1, h3, and h4 have been updated.

Manufacturer narrative:
The lancet device and lancets were requested for investigation and a replacement product was sent to the customer. Medwatch field. The occupation is patient/consumer.

Event description:
It was reported that a patient had an issue with a coaguchek xs softclix lancet device. The customer reported that the cap would not go onto the device. The device and the lancet within the device were reported to be seated in the correct position. When attempting to attach the cap to the device, the cap reportedly would not on the device. The lancet was protruding from the end cap prior to firing the lancet with the device. No accidental fingersticks were reported.